Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the twist sleeve and main body of a peritoneal dialysis (pd) transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the sample was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted broken occluder legs beneath the twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, the damaged cracked/broken set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dye, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.